Event description:
Physician was performing an angiographic procedure. Upon selecting the artery, he took two angiograms. During the third angiogram the left main artery perforated. The pt was rushed to open heart surgery. Physician stated that this was something that just happens and did not hold medi-dyne or the catheter responsible. The co was informed in 08/2001, that the pt died ten (10) days after the event.